Event description:
It was reported that prior to a percutaneous catheter balloon aortic valvuloplasty procedure, pre-close placement of the sutures was achieved in a moderately calcified right common femoral artery using perclose proglide devices. Reportedly, during attempted suture deployment of the first three proglides devices, when the needle plunger was removed, no suture was attached to the needles. Two additional proglide devices were sequentially deployed 60 degrees opposite in orientation and set to the side. The access site was dilated to 14f to match the outer diameter of the delivery catheter. After conclusion of the aortic valvuloplasty procedure, the knots from the two proglide devices were sequentially advanced and tightened with the knot pusher to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. The investigation is not yet complete. A follow-up will be submitted with all relevant information. Devices #1 proglide and device #3 proglide are being filed under separate manufacturer report numbers. Arteriotomy closure was attempted of a moderately calcified common femoral artery using a perclose proglide device. Vessel calcification at the access site during needle plunger deployment can cause the needles to deflect impeding needle-to-cuff capture that will result in unsuccessful vessel closure resulting in the requirement of an alternative method to achieve hemostasis. In addition, the instructions for use state under special patient populations that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. A needle-to-cuff miss may be due to a number of factors including, but not limited to operator deployment technique, manufacturing, or patient anatomical conditions. The deployment technique of the operator, such as, a failure to position and maintain the device at a 45-degree angle throughout deployment, rotating the device at any point during needle plunger deployment, aggressively deploying or removing the needle plunger and/or inadequate positioning of the foot against the arterial wall may cause a needle-to-cuff miss. However, no information was provided regarding the deployment technique of the operator. The operator was reported to be trained in the use of the proglide device. During manufacturing, the needle trajectory of every device is verified twice. Additionally, a sampling of units is destructively tested to verify product quality, to include suture placement. Patient anatomy may contribute to a needle-to-cuff miss. A femoral angiogram performed prior to arteriotomy closure revealed moderate calcification at the puncture site, but no vessel tortuosity or scarring at the access/groin site. The proglide device instructions for use, state under special patient population that the safety and effectiveness of perclose proglide smc devices have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. It is likely that the reported calcification at the access site contributed to the needle-to-cuff miss. A query or review of the complaint handling database was not performed because the device lot number was not reported. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a sampling of finished devices is destructively tested, to include suture placement, to verify the functionality of the device. A quality control audit inspection is performed to verify product quality. A product quality deficiency was not noted.